Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holders and the plunger head was cracked by all screws. A review of the event history log identified motor not running. During functional testing using the occlusion test, the reported issue of the motor not running was duplicated. The root cause of the problem was related to the customer's incorrect assembly of the device. Realigned main board, replaced worm coupling, worm gear, motor bracket, delrin washer, leadscrew and clutch halves. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor drive error. No patient injury was reported.